Event description:
The customer technical advocate assisted the customer in identifying which diluent syringe was installed on the cell-dyn 1800 analyzer. It was determined that the incorrect syringe was installed. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Upon further review of this customer issue, it was determined that the customer had the correct syringe configuration on the cell-dyn 1800 analyzer. The customer had indicated they did not have any spare diluent syringes on hand and returned the customer reply form accordingly. This complaint is no longer associated with the correction and removal 2919069-6/08/09-003-c this is the final report.